Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence and anterior vaginal prolapse. It was reported that after implantation patient experienced pain, recurrence, dyspareunia and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 07/05/2016.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 patient codes: (B)(4) ¿ infection, (B)(4) ¿ bleeding, (B)(4) - adhesions additional narrative: it was reported that following insertion the patient experienced bleeding, infection and adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.